Event description:
It was reported that the patient presented for a follow-up in clinic. The patient was seen with dyspnea and fatigue. Upon examination, it was noted that the pacemaker was failure to be interrogated and failure to pace. The pacemaker was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.